Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter with a shelf box, product pouch and carrier tube (hoop). There was contrast and blood in the inflation lumen. The balloon was loosely folded. Magnified inspection revealed a 13mm longitudinal tear in the balloon wall material from the proximal to distal end of the balloon. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08 october 2013. It was reported that a shaft kink occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending (lad) artery. A 2.00mm x 8mm emerge catheter balloon was selected and advanced to treat the lesion; however, difficulty crossing the lesion was encountered and the shaft kinked while attempting to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, analysis found that the balloon was torn longitudinally.